Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage connectors. System operates as intended. (B)(4).

Event description:
The customer reported the system is arcing. No pt injury was reported.